Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on october 20, 2008, that a hydratome rx was used for an endoscopic retrograde cholangio-pancreatography (ercp) procedure. According to the complainant, during the procedure, it appeared the tip orientation was not correct. The physician completed the procedure with another hydratome rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed the working length/distal tip was twisted. The exposed cutting was discolored and appeared to have melted the extrusion at the distal pierce hole. Further analysis of the cutting wire and extrusion at distal pierce hole, found that the cutting wire overheated and melted the extrusion, creating a tear measuring approximately 6mm proximally from the distal pierce hole. This hindered the bowing functionality of the device. The customer's complaint is confirmed. The most probable root cause is operational context.